Event description:
Per the clinic, the patient was placed under general anesthesia in order to explant the device on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.